Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The previously replaced surgical pulmonary valve was reported in regulatory rep #2025587-2016-01601. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years, 3 months, and 7 days following the implant of this transcatheter bioprosthetic pulmonary valve, in a previously existing surgical pulmonary valve, the valve was explanted and replaced with a surgical implanted pulmonary valve. No additional adverse patient effects were reported.